Event description:
It was reported that during a routine clinic visit, the device indicated battery depletion. The customer complained that the device should have lasted longer than the warranty period. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The no output no telemetry conditions were the result of lifted hybrid bond wires.